Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Reporter name is unknown.

Event description:
It was reported that the patient presented in the emergency room after receiving a vibratory alert on their implantable cardioverter defibrillator. Upon review, the patient's device exhibited post-paced t-wave oversensing. Programming changes were made. The patient was discharged.